Event description:
It was reported the video system center caused a scope communication error (b30). The user cleaned the socket and scope plug and tried multiple scopes but the error occurred again. The issue occurred during preparation prior to use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not returned to the manufacturer for an evaluation, and no further inspection information was provided by the user facility. As a result, no further cause could be established that pertains to the suggested phenomenon. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Furthermore, no containment measures are deemed to be required because at this time there is no fact or possibility indicating that the reported event might expand any further. Olympus will continue to monitor field performance for this device.